Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for daughter via phone call for low blood glucose. Blood glucose was 54 mmol/l. Patient's current blood glucose: 150 mg/dl. Patient has treated with food. Patient has been experiencing low blood glucose for 5 days. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.